Event description:
To the heavily calcified lesion at proximal section of rca, retrograde wiring through collaterals from lad was made with the guidewire. When the guidewire was advanced into the lesion, the tip of the guidewire was trapped by the heavily calcified lesion. During attempting the removal of the guidewire, distal section of the guidewire was fractured and the coil was elongated and stuck in rca over septal branches to lad and partially in the aorta, stayed in the pt. The procedure had to be stopped.

Manufacturer narrative:
The device has not been returned to asahi intecc as of the date, so an eval could not be conducted. Products are all inspected for its appropriateness to the product specs during the production process, so we consider the guidewire in question was shipped free of defect.